Event description:
Procedure type: tram flap. According to the reporter: the clips did not close optimally. It seems that the right branch is twisted. According to the reporter, postoperative bleeding occurred and a reoperation was necessary.

Manufacturer narrative:
(B) (4). (B) (4).